Event description:
It was reported that patient experienced occlusion with nine infusion sets on (B)(6) 2026 leading to high blood glucose level and patient was treated with correction bolus by mdi (multidaily injection).

Manufacturer narrative:
Initial 4 of 9. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.